Manufacturer narrative:
Refer to medwatch #2017233-2016-00523 that was submitted on the gore® dryseal sheath for the loss right external iliac artery dissection. Patient medications - amiodarone, bactrim ds, acetaminophen-codeine, aspirin, atorvastatin, docusate sodium, metoprolol tartrate, pantoprazole, and warfarin.

Event description:
Post-operatively on (B)(6) 2016, the patient presented with a loss of right leg pulses and blue toe. It was reported the patient had severe atherosclerotic disease, and this may have caused or contributed to an embolism of the right leg and toe. On (B)(6) 2016, an aortoiliac angiogram was performed, which identified a dissection of the right external iliac artery. It was reported the dissection did not appear to be flow limiting, and a widely patent aortoiliac system with good flow into bilateral common femoral arteries was seen. It was reported the dissection was caused by the gore dryseal sheath. On (B)(6) 2016, a partial hallux amputation of the left great toe and transmetatarsal amputation of the right foot was performed to treat the loss of pulses. On (B)(6) 2016, a delayed primary closure complex with skin flap mobilization and further exostectomy on the right foot was performed. No further adverse events were reported.

Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2016, the patient underwent treatment of an aortic arch aneurysm whereby a conformable gore tag thoracic endoprosthesis was implanted. It was reported the brachiocephalic trunk and left common carotid artery were also covered and/or embolized during the procedure. Post-operatively on the same day, the patient presented with a loss of right leg pulses and blue toe. On (B)(6) 2016, an aortoiliac angiogram was performed. No further adverse events were reported. Additional information has been requested.